Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. H6- device code 1494 clarifier: incorrect anatomy. The additional vascular device referenced in b5 is filed under separate medwatch report number.

Event description:
It was reported that the procedure was to treat the pulmonary artery. The balance middleweight (bmw) guide wire was advanced, followed by 3.5x12mm trek balloon dilatation catheter (bdc). The bdc was inflated 2-3 to nominal pressure and deflated without issue. During removal of the bdc, it became stuck with the bmw. Stretching at the shaft was noted and separation of the device occurred at the shaft. The separated portion remained on the guide; therefore, the guide wire and bdc were removed all together with nothing left in the patient. A new trek and bmw were used to successfully complete the procedure. There was no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulty removing the device from the guide wire; however, the reported separation and stretching appear to be related to circumstances of the procedure. It was reported that the procedure was to treat a pulmonary artery. It should be noted that the cdc, trek rx and mini trek rx, global, instruction for use (IFU) states: the trek rx coronary dilatation catheters are indicated for: balloon dilatation of the stenotic portion of a coronary artery or bypass graft stenosis, for the purpose of improving myocardial perfusion, balloon dilatation of a coronary artery occlusion, for the purpose of restoring coronary flow in patients with st-segment elevation myocardial infarction, balloon dilatation of a stent after implantation. In this case, it is unknown if the IFU violation contributed to the reported compliant. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.